Event description:
Same case as MDR ID# 2134265-2011-04952. Same case as MDR ID# 2134265-2013-05379. It was reported that during a percutaneous rotational atherectomy treatment procedure, guidewire fracture occurred. Six days post stent implant at another facility, the non-bsc stent was noted to be not fully expanded. Vascular access was gained via the right femoral artery. The target lesion was 90% stenosed, de novo, 8-10 x 4.0mm in the non-tortuous and mildly calcified proximal left anterior descending artery (lad) . The physician attempted to perform intravascular ultrasound (ivus) but was not successful as the unspecified ivus catheter could not cross the lesion. The physician attempted to post-dilate the stent with multiple non specified non compliant balloons without success. The physician then advanced the 1.75 mm rotablator rotalink plus burr in order to further expand the stent, with 20-25 ablations taking place, but did not pass the previously placed drug eluting stent and the very distal tip of the rotawire fractured. Approximately 1.5 cm of the wire remained in the distal lad. The physician then advanced the 2.0 mm rotablator rotalink plus burr with surgical standby. The physician performed not more than 15 ablations with the 2.0 mm burr when the burr became stuck in the stent. The physician was eventually able to remove the burr with deep intubation of the left main and lad with the guide catheter. After the removal of the stuck burr, the lad was then rewired with a standard floppy wire and the lesion was successfully dilated with 3.0 and 3.5 mm high pressure balloons at 30 atm. "Sandwich stenting" was performed with another unspecified des and ivus documented a good result. No patient complications were reported, and patient status is stable.

Manufacturer narrative:
Literature citation: sulimov, ds et al. (2013). Stuck rotablator: the nightmare of rotational atherectomy. Eurointervention 9:251-258. (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).